Manufacturer narrative:
The suspect device was not returned for evaluation however, a photograph of the device was provided. The complaint was confirmed by the photograph provided. Root cause is suspected to be due to the manufacturing process. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were identified. Corrective actions are in process.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a renal angioplasty procedure, the catheter tip detached inside the patients sheath during catheter removal/exchange. The clinician was able to retrieve the detached tip without intervention. A new catheter was used to complete this procedure for the patient. No patient injury to report.